Event description:
User received discrepant results for two pt samples. Sample 1, initial calcium result gave 7.0; repeat gave 8.1 mg per dl. Sample 2, initial sodium gave 128 mmol per l, which was reported out. The sample was repeated giving 140 mmol per l, and a corrected report was sent. Pts were not adversely affected.

Manufacturer narrative:
The field service rep determined the cause to be a defective vacuum pump, and replaced pump and checked vacuum on cells. Precision, calibration and controls were run to verify analyzer performance.